Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer stated that the pump's piston is not responding. The customer stated that she performed fill tubing and the piston would not stop pushing forward. The customer stated that insulin was squirting out during the manual prime process. The customer was advised that the insulin vial should be on the bottom with the reservoir on top when ready to remove the reservoir from the vial. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that the force sensor did not detect the reservoir during the seating process. The customer was advised that the pump may not respond to an occlusion properly. The customer will be sent a replacement pump.